Event description:
It was reported that during an acl surgery, the endobutton string appeared to have been weak and ripped prior to insertion into patient. The procedure was completed without significant delay (5 minutes) using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported 15mm ultra endobutton cl, intended for use in treatment, will not be returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the suture ripped during use. An exact root cause cannot be determined with confidence without the return of the device; however, factors that could have contributed to the reported event include: excessive force applied during graft passage. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.